Manufacturer narrative:
An event of tear in the valve causing aortic regurgitation was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a aortic valve replacement (avr). A 19 mm sjm trifecta valve was chosen and placed for implant. In 2017, the patient was seen and evaluated during a follow up appointment in the clinic and it was at this time moderate aortic regurgitation (ar) was confirmed and the patient was to be closely monitored. On (B)(6) 2021 the patient was hospitalized due to heart failure. At this time the patient was diagnosed with severe ar and a tear on the valve was also discovered via echocardiogram on the ncc side of the valve. On (B)(6) 2021 the patient required a valve in valve procedure for treatment of the severe aortic regurgitation (ar). A non-abbott device was chosen for the procedure. The patient remained stable throughout the procedure and on (B)(6) 2021 was discharged. No additional information has been provided.